Manufacturer narrative:
(B)(4). The device was received for evaluation. The samples were fully in tact when received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, it was possible to activate the long and short seal in the sample without any difficulty. Upon conclusion of the evaluation, the returned sample met product specifications related to the reported event. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an accusol solution bag leaked upon activation. There was no patient involvement. No additional information is available. This is report 6 of 8.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.